Manufacturer narrative:
Date of event -date of publication journal of cardiology "a multidirectional approach to risk assessment in patients with three-vessel coronary artery disease undergoing percutaneous intervention" http://dx.doi.org/10.1016/j.jjcc.2016.06.006. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of the study was to compare the utility of the clinical syntax score (css) and the syntax score (ss) in predicting the occurrence of life threatening events in triple vessel disease (tvd) patients undergoing pci in the 2nd generation des era. A total of 252 patients who underwent pci from (B)(6) 2009 to (B)(6) 2011 were retrospectively examined. Endeavor resolute drug eluting stents were used to treat lesions in the left main, lad, left circumflex and the rca. It is reported that patient death, nonfatal myocardial infarction, stroke and revascularization occurred within one to three years post-operatively.